Manufacturer narrative:
Continued e.1: (B)(6). Continued h.6 health effect impact code: f2203 imaging required.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: one opening observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: ¿ yellow particles observed on the surface of the shell. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.